Manufacturer narrative:
Attempt to acquire information required for this report is being made by w.l. Gore and associates,the requested information has not yet been provided. Per the gore tex® vascular grafts instructions for use (IFU), complications which may occur in conjunction with the use of any vascular prosthesis include but are not limited to perigraft seroma. Literature citation: lik c. Cheng, clement s. W. Chiu, division of cardiothoracic surgery, department of surgery, university of hong kong, grantham hospital, hong kong,¿ a simple method of treating seromas involving modified blalock-taussig shunts¿, cardiol young 2003; 13: 479¿480.

Event description:
In review of published literature, these findings were noted: lik c. Cheng, clement s. W. Chiu, division of cardiothoracic surgery, department of surgery, university of hong kong, grantham hospital, hong kong,¿ a simple method of treating seromas involving modified blalock-taussig shunts¿, cardiol young 2003; 13: 479¿480. The article describes that a baby girl with a diagnosis of tricuspid and pulmonary atresia with a hypoplastic right ventricle was treated by construction of a right-sided modified blalock-taussig shunt on the second day of life. Six months later, the shunt was found to be blocked, so a central shunt was constructed. At the age of 2, a left-sided modified blalock-taussig shunt was inserted, using a gore-tex graft of 5 mm diameter, to augment the pulmonary arterial blood flow so as to encourage growth of the pulmonary arterial tree. On the fifth day after insertion of the shunt, a chest film revealed an opacity over the apex of the left lung apex. The seroma grew in size over the next 2 days, so the patient was returned to the operating room, where the seroma around the graft was removed. The graft itself was cut short and reattached to the descending aorta. There was no recurrence of the seroma.

Manufacturer narrative:
(B)(4). Attempts to acquire information required for this form were made by w.l. Gore and associates,the requested information was not able to provide, so no investigation could be performed.

Manufacturer narrative:
Catalog# corrected from vt05010la to vt05010l.